Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their infusion set was over delivering. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they use reservoirs for more than 1 week. Troubleshooting was not completed but the customer was advised to complete a set change. No further information was provided. The insulin pump will not be returned for analysis.